Manufacturer narrative:
(B)(4). Correction: after further investigation, the photo provided is of a substitution part that is a purchased part sold by arrow and therefore correctly indicated as a teleflex product. Investigation: customer provided photo shows the damage in the peel-away sheath. However, complaint verification testing could not be performed because a sample was not returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: when introducing the dilator , the grey plastic crumpled stopping further progression. A new device was inserted.

Event description:
It was reported that: when introducing the dilator , the grey plastic crumpled stopping further progression. A new device was inserted.

Manufacturer narrative:
(B)(4). The sample was not returned; however, the customer did provide a photo of the device. From the photo it was discovered that the product was not manufactured by teleflex; thus, this complaint will be voided.

Manufacturer narrative:
(B)(4). The device (catalog#) in not intended for sale in the u.s. Similar product/component sold in the u.s.

Event description:
It was reported that: when introducing the dilator, the grey plastic crumpled stopping further progression. A new device was inserted.